Event description:
It was reported that a cartridge change error occurred. Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and received another cartridge change error. Customer to use an alternative form of insulin therapy. Customer¿s blood glucose level was 291 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.